Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device the sheath distal tip was confirmed to be torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, distal tip torn was confirmed, based on evaluation of returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (reported information suggests that there was mild calcification and tortuosity at the access vessel, however without imagery (3mensio or other pre-op CT) the vessels characteristics could not be confirmed) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach, during the procedure, some resistance was noted when advancing the delivery system at tip of 14f esheath+, as increased force was needed to further advance out of esheath+ into patient anatomy when the nose cone was out of the esheath+ and attempting to advance the crimped valve on the delivery system. After valve deployment, the delivery system was withdrawn through esheath+, and a distal tip torn was observed at the tip of the esheath+. The patient did not suffer any injury and was noted as to be in a stable condition.